Event description:
Event #1 - a-line tubing changed. Primed and connected to patient without issue and got a good bp tracing on monitor. Rn walked out of the room and art disconnect alarm went off. Rn went back into the room and blood was coming out of the a-line tubing. The a-line set up had become disconnected at an adhered section that is not meant to disconnect. Tubing quickly taken down and changed with minimal blood loss. Event #2 - a-line tubing defective, tubing fell apart from area that is typically permanent affixed during priming. Area where the tubing was defective is below the stopcock at the transducer. Tubing was never attached to a patient. Messaging sent to the health system on [redacted date] due to criticality. Manufacturer response for hemodynamic monitoring device, monitoring kit with safe set ii, 03ml flush device & marvelous valve (per site reporter) via email.